Event description:
The patient called lifescan and alleged that their meter was missing segments; the patient stated that the last time they tested on their meter was the day before they obtained a result that appeared to be 134mg/dl. They contacted their physician for advice and they were told to come in for a blood glucose test. They visited their physician over 3 hours later and their blood glucose result was 117 mg/dl. No treatment was reported. The patient neither alleged harm nor experienced injury or medical intervention. Based on the information supplied by the patient, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. A replacement meter is being sent to the patient.